Manufacturer narrative:
During evaluation, a break was found near the middle of the fiber body. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported error 447 occurred with the single-use fiber. The subject device was sent to olympus for evaluation. During evaluation, a break was found near the middle of the fiber body. This report is being submitted for the malfunction found during evaluation (fiber break). There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information added to b3 and b5.

Event description:
The following requested information was received from the customer regarding the event: the event (error 447) occurred during a therapeutic procedure. The procedure was completed using a similar device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to d4, h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause for this complaint failure is due to mis-handling of the fiber during the return to olympus. No fiber damage was reported from the customer site and thus it¿s likely the fiber broke at some point between being re-packaged by the customer and being received at olympus. The final root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.